Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an automatic filling error occurred in our fixed asset machine. The iab replaced and the power turned on again, but the symptoms did not improve. Switched to the replacement cs100 and continued treatment for the patient. The patient was temporarily in a critical condition because it took time to replace the equipment. A decrease in patient blood pressure and deterioration of patient's hemodynamics.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the compressor. Also, the fse replaced the batteries as they were due for replacement. The fse then performed regular calibration with good inspection results.